Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds. The lead was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes. Device was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds. The lead was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.